Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed that the right ventricular lead exhibited low r-wave amplitudes. No device intervention was performed. The patient had no adverse consequences.